Manufacturer narrative:
Hygenic was made aware of a complaint involving theraband product and an eye injury through the service of a law firm communication. Minimal information on the device in question and incident has been provided to date. Follow-up reports will be submitted as more information becomes available and the complaint is investigated.

Event description:
Hygenic was made aware of a legal complaint involving a theraband device and an eye injury by the service of a court document.